Manufacturer narrative:
Investigation summary: no product or data logs returned. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined due to lack of product and data logs available. Device history lot: device lot: 1973969. Device history batch: subcomponent lot: n/a. Device history review: the complaint pump s/n (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis. The p level was decreased to improve the patient's condition.